Event description:
It was observed that during the device evaluation, the rigid video scope exhibited poor quality image and components failure of electrical contact in the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to regional service center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the poor quality image is caused by a component failure of the electrical contact in the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.